Event description:
Rptr described the following: a housekeeper was in the process of removing a full sharps disposal container from a wall enclosure in the intensive care unit. She reportedly received a needlestick to the finger from an 18-gauge needle that had reportedly punctured through the middle of the front wall of the container.